Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The reporter contacted animas on (B)(6) 2017 alleging the patient experienced hyperglycemia while on insulin pump therapy with blood glucose measuring 485 mg/dl and associated symptoms of nausea and vomiting. The patient was reportedly did hospitalized and received medical treatment in the form of insulin via injection and intravenous glucose. The reporter alleged the time/date goes to the default for the pump model when the battery is removed for less than 24 hours. This issue is generally not expected to cause an adverse event because the pump prompts the user to confirm the time and date settings on the verify screen after a battery change or reboot. The pump beeps to alert the user to verify or change the time and date. The user must scroll down to highlight ¿confirm¿ and press the ok button before the home screen will be display. This complaint is being reported because the patient reportedly experienced serious injury while on insulin pump therapy associated with a time/date reset issue.

Manufacturer narrative:
Follow-up # 1: device evaluation: the device has been returned and evaluated by product analysis on 7/24/2017 with the following findings: the pump¿s black box history did not verify that the time and date reset to default after a pump reboot. During testing, the pump successfully completed a rewind, load, and prime sequence. The pump was exercised for 24 hours with no issues occurring. The total daily doses (tdd) added up correctly and reflected the user¿s programmed basal rates. No errors, alarms or warnings occurred during testing therefore the investigation was unable to duplicate the initial complaint. The pump passed delivery accuracy testing and was found to be delivering within required specifications. Unrelated to the original complaint, it was observed that the battery compartment had two cracks and the display screen was dim and discolored. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.